Event description:
It was reported that several errors showed up on tablet during patient's vns appointment. The error showed that autostim diagnostics found an issue with the programmed autostim current not being delivered. Upon interrogation, there was also an error saying that the programmed normal mode current is possibly not being delivered at the specified level. No other relevant information has been received to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any defects or malfunctions. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
The provider was receiving errors when trying to reprogram the patient's autostim values and believes the problem started after adjusting the day/night values. System diagnostics showed low output current, and autostim diagnostics showed high output current. Following autostim diagnostics, the provider received an "autostim current not delivered" error. Upon interrogation, the provider received an error saying "current not delivered". The "autostim current not delivered" error message is displayed in response to low autostim output current and can also appear when high autostim output current is observed. Design requirement notes if autostim peak current < autostim output current is detected during autostim diagnostics, the programmer will display the "autostim current not delivered" error message.

Event description:
It was later reported that the provider believed that this event did occur following the change in day/night settings. When making changes that is when she began to receive error messages. She stated the message said output current said high and when she turned it down, the message said low. The provider initially wanted to change the autosim values. According to provider, that's when the error messages began. The provider did an initial interrogation on the device and noted that when viewing the events tab all values were at 0. She then went to perform diagnostics and began receiving error messages. She stated that she knew the device was working because she could hear the device go off. The provider stated she was always able to communicate with the device. Even after the error messages, she was able to reprogram to the initial settings. No other relevant information has been received to date.